Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope had a sticky control unit, up/down plate, and the universal cord. Additionally, the venting connector of the light guide, the light guide connector, and the light guide cover glass were found with corrosion and the adhesive on the bending section had chipped. There was no patient involvement.

Manufacturer narrative:
The product was returned for investigation. The investigation results are summarized in the product analysis summary. This complaint investigation is supported with prior investigations performed through the product technical investigation (pti) process.;